Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush and slda were unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr), enlarged atrium and large leaflet gap for a triclip procedure. During the procedure, first triclip was implanted on medial side of anterior and septal leaflet (a/s). Second triclip was implanted on the central side if anterior and septal leaflet (a/s). Third triclip was implanted on the central side of anterior and septal leaflet (a/s). After releasing the third clip, it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the anterior leaflet. Fourth clip was implanted on the posterior leaflet 2 and septal leaflet (p2/s). Fifth clip was implanted on posterior leaflet 1 and septal leaflet (p1/s) to stabilize the slda. It was reported that during preparations of all of the cds devices it required additional troubleshooting of advancing and retracting the device multiple times at a consistent and slow place to thoroughly de-air the system. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.